Manufacturer narrative:
An event of left bundled branch block (lbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum and the patient had the valve implanted at a final depth of zero mm non-coronary cusp and 5mm left coronary cusp. It also indicated that the patient has a pre-existing medical conditions such as congestive heart failure, severe aortic stenosis, tachycardia paroxysmal atrial fibrillation, etc. The cause of the reported incident appears to be related to procedural circumstances, per case detail, the implanting physician attributes the left bundle branch block related to the patient's anatomy, anamnesis, valve and wire. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient with a previously noted right bundle branch block, using a large flexnav delivery system. The patient had the following annular dimensions, valsalva diameter of 31mm, valsalva sinus height of 15mm and a circumference of valve ring diameter of 77.6mm. The valve had been sized according to the instructions for use. There was one noted re-sheath of navitor valve. But no difficulty implanting the valve. The final non-coronary cusp implant depth was 5mm and the final left coronary cusp implant depth was 5mm. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted post-implant, on the same day, that the patient developed a left bundle branch block (lbbb). There was no calcification extending beneath aortic annular plane in the interventricular septum. It is unknown if an intervention was required/performed for the lbbb. It is also unknown if the patient was hospitalized to monitor rhythm. The patient was discharged at the time of report. The implanting physician attributes the left bundle branch block to the patient's anatomy, anamnesis, the navitor valve and a non-abbott guidewire.